Event description:
It was reported that a pump alarm occurred during the load process, identified specifically as alarm 30. There was no adverse impact to the customer¿s blood glucose level. The customer initially attempted to load a new cartridge with guidance from technical support, but the issue recurred, preventing a successful resumption of insulin therapy. Technical support decided to replace the pump since it was under warranty. The customer planned to use multiple daily injections as a backup therapy. Instructions were provided for placing the pump into storage mode before returning it, and the customer was advised to return the faulty pump within ten days using the supplied pre-paid label.